Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted on (B)(6) 2025. On the same day, it was reported that the patient was out walking his dog. While doing so, the patient had no readings showing on his cgm receiver due to a sensor error. While walking his dog, the patient suddenly fell to the ground, shattered his elbow, and lost consciousness. A bystander called found the patient and called ems. The patient was unaware if he lost consciousness due to his bg level being high or low. The patient was also unaware of what medication or treatment he may have received while he was unconscious. At the hospital, the patient did have surgery to fix his elbow. The patient was hospitalized for 5 days before the patient was discharged. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional event or patient information is available.